Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the plunger failed to insert the lens while it was in the eye. There was no patient harm. Another unspecified lens was used to complete procedure. Additional information has been requested.